Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not pierce the septum of multiple cartridges. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.